Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There has been one other complaint reported in this lot. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that following a glaucoma filtration shunt implantation procedure, the device was touching the iris. There was no harm to the pt reported.